Manufacturer narrative:
Manufacturer's investigation findings: the reported no external power alarm was confirmed via log file analysis. The heartmate mobile power unit (mpu) was not returned for analysis; however, a log file was submitted for review spanning approximately 51 days ( (B)(6) 2021 per timestamp). On (B)(6) 2021 at 15:02:07 there was an atypical no external power alarm due to a loss of ac power while connected to the mpu. The backup battery provided power during this event. The event cleared when ac power was restored. There were no other notable alarms in the log file. Pump operation was not affected. Multiple good faith efforts were sent asking if the mobile power unit would be returning, for the serial number of the mpu, if the mpu had a v-lock connector, if it is known that the power cord came loose at the wall/outlet, and if there were any environmental circumstances that would have affected ac power at the time of the reported event; however, to date no response has been received. The root cause of the reported alarm was unable to be determined in this analysis. The device history records were unable to be reviewed due to the serial number of the device being unavailable. Heartmate ii instructions for use, section 7 entitled ¿alarms and troubleshooting¿ and heartmate ii patient handbook section 5 entitled ¿alarms and troubleshooting¿ address how to properly interpret and troubleshoot all system alarms, including no external power alarms. Heartmate ii instructions for use section 8 entitled ¿equipment storage and care¿ and heartmate ii patient handbook section 6 entitled ¿caring for the equipment¿ addresses how to properly care for, maintain, and store the equipment for proper use. The patient handbook cautions the users to call their hospital contacts if they think, for any reason, any portion of their equipment is not functioning as usual, is broken, or they are uncomfortable with the operation of the equipment. No further information was provided. The manufacturer is closing the file on this event.

Manufacturer narrative:
The mpu serial number has been requested but not yet provided. No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is completed.

Event description:
It was reported that while the patient was recovering from a subdural hematoma, log files were sent for review. Log file evaluation captured a no external power event on (B)(6) 2021 at 15:02, caused by power to the mobile power unit (mpu) being interrupted. There were no other unusual events recorded and there was no interruption in pump support during this event. Related manufacturer's reference number for the subdural hematoma: 2916596-2021-06485.